Event description:
It was reported the pt had fallen on the ipg site, and it was sore and painful. The issue was not related to the use or stimulation of the system. The physician decided during the procedure to move the location of the ipg and replace the ipg with a smaller one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.